Event description:
It was reported that a flogard infusion pump's ac icon would not turn on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and an alarm log review were performed. During service it was identified that the ac icon would not turn on when the pump was connected to electric current. This malfunction was caused by a blown main fuse. The main fuse was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.